Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed while firing at 120%. The user noted the blue pixels and decided to proceed with the ablation. The blue pixels dissipated when the user stopped delivering laser energy. It was noted that the biopsy was performed prior to the procedure. There were no patient complications reported in relation to this event.